Event description:
It was reported that the inner panels and footboard were broken.

Manufacturer narrative:
Manufacturer's investigation determined that in addition to the inner and outer arm covers being broken, the footboard modules were broken and one modules was no longer in place in the footboard, however, all modules were still fully functional. This module not being in place properly would allow for a potential of fluid ingress.